Manufacturer narrative:
No device failure was identified related to the reported occlusion during device testing

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. As the customer was changing the supplies on the pump and loading another cartridge, a cartridge alarm 19 was received. The customer received the alarm 19 multiple times using multiple cartridges. The customer was to use insulin injections to manage diabetes. The customer's blood glucose level was not impacted.